Event description:
On (B)(6) 2011 an anemic patient with a hemoglobin (hgb) result of 7.8g/dl was treated with two units of packed cells. Per customer, this result was deemed correct hence the reason for treatment. The patient sample was tested on the coulter lh500 hematology analyzer. Following the treatment, the patient's hgb was monitored respectively. On (B)(6) 2011, the customer called beckman coulter in., (bec) to question the hgb results obtained on (B)(6) 2011 from their lh500 analyzer. The results obtained from the lh500 analyzer were verified by running the samples on a competitor's analyzer and similar results were obtained. Per customer, these results were reported out of the lab; however, there was no change to patient treatment. Several attempts were made to obtain additional data including raw data files and printouts, but they were not provided. The patient was treated with two units of packed cells after the initial sample was tested; however, no further change to patient treatment was documented.

Manufacturer narrative:
Qc was run before and after the event; however, data was not supplied. The instrument is currently performing within qc specifications with respect to controls and reproducibility. A field service engineer (fse) checked that the reagents meet specifications, were not expired and onboard prior to this sample being analyzed. The fse verified that the proper amount of sample vs. Diluent was dispensed and reproduced. The fse performed three different reproducibility studies and all were within specifications. The fse verified aspiration and hgb lamp voltage and stability were fine and had a good background count. The instrument was found to be performing as expected. A clear root cause for this event is unknown.